Manufacturer narrative:
Customer's meter was returned and investigated. Visually inspected product. Did not observe unknown/unspecified quality issue. The complaint is not confirmed. This is a final report.

Event description:
Customer reported she heard a noise and then her meter lit up. Customer stated that she felt the meter exploded although no smoke or fire was visible. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.